Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported an actual dialyzer blood leak event during a patient's hemodialysis (hd) treatment. The test strip was positive after the blood leak alarm. The biomedical technician (bmt) was advised to perform chemical disinfection and to send dialysate cultures before returning the machine to service. All tests passed and blood leak calibration was performed. Additional information was requested but was not received to date.

Manufacturer narrative:
Correction: g2, h6 type of investigation - c139464 removed.

Event description:
A user facility reported an actual dialyzer blood leak event during a patient's hemodialysis (hd) treatment. The test strip was positive after the blood leak alarm. The biomedical technician (bmt) was advised to perform chemical disinfection and to send dialysate cultures before returning the machine to service. All tests passed and blood leak calibration was performed. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Sixteen lots were found to have been delivered in this time period. Out of the 16 identified lots, three had one to two complaints reported against them. 24au02011: had one complaint for an internal blood leak (no sample). 24hu07003: had two complaints addressing an internal blood leak (one confirmed delamination with a sample and one no sample). 24ku03012: had one complaint for the "caps flying off", which unrelated to the current event. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one to two temporarily approved deviation notices noted on a majority of the identified lots and were unrelated to the current event. Lot 24au02011 and 24hu07003 had one non-conformance (nc) and associated rework. Lot 24ju01012 had one nc; which is not related to the current event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility reported an actual dialyzer blood leak event during a patient's hemodialysis (hd) treatment. The test strip was positive after the blood leak alarm. The biomedical technician (bmt) was advised to perform chemical disinfection and to send dialysate cultures before returning the machine to service. All tests passed and blood leak calibration was performed. Additional information was requested but was not received to date.